Manufacturer narrative:
Conclusion: one image was provided for review of the event. The patient summary was not provided for anatomical review. Depth assessment images were not provided thus appropriate valve depth prior to final release cannot be confirmed. According to the event description, the valve dislodged upon removal of the nose cone which interacted with the inflow portion of the valve. However, there are no images to support interaction of the nose cone with the bioprosthesis. Per medtronic best practices, removal of the delivery catheter system must be done carefully to avoid interaction of the nose cone with the bioprosthesis. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) and central regurgitation are known potential adverse effects per the device instructions for use (IFU) and can be caused by a variety of factors including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the delivery catheter system (dcs) interaction with the valve caused the valve to dislodge. The dislodge subsequently caused the pvl and central regurgitation, thus the cause is use-related. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was prepped and loaded onto the delivery catheter system (dcs), fluoroscopic check was confirmed. The dcs was inserted into the right femoral artery over a confida wire under general anesthesia. During implant, the valve was deployed to 80%, the valve was evaluated and was determined to be at an optimal implant depth around 2-3mm. A decision was made to deploy the valve. Upon deployment, while withdrawing the dcs from the patient, the nose cone hit the inflow portion of the valve frame, the valve dislodged aortic. The patient remained stable with moderate aortic insufficiency. The valve was snared from the left femoral artery and moved above the sinotubular junction; the snare was left attached to the valve. A second valve was prepped and loaded onto a second dcs, fluoroscopic check was confirmed. The dcs was inserted over the confida wire. The dcs would not cross through the aortic valve and the dcs would get caught onto the commissure. The dcs was withdrawn from the patient and the confida wire was replaced with a non-medtronic wire. Subsequently, the dcs passed the aortic valve. The valve was deployed in position to 80% at an implant depth of 5mm. The valve was deployed, pinning the aortic dislodged valve in place. The patient was stable and discharged one day post-implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 18-oct-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that following the dislodgement, central aortic regurgitation and paravalvular leak (pvl) were observed on angiography. The patient was able to tolerate the insufficiency well enough to mitigate it. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were provided for review; however, they did not capture the reported dislodgement due to dcs interaction. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.